Event description:
During a survey, an unspecified healthcare worker responded one patient experienced ¿moderate harm¿ due to a hematoma wherein vascu-guard was applied during a vascular reconstruction/repair. It was further reported ¿hematoma in the patch area 2 days after surgery¿. The respondent answered anonymously; therefore, follow up information was not able to be obtained. No further information was available at the time of this report.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code and lot number are unknown; therefore, the UDI number could not be compiled. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.